Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was flickering. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of could not white balance scope, the image went from reddish to orangish, error e311 (white balance has not been set) and scratches and some peeling in working channel, this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the image of the gastrointestinal videoscope was flickering. There were no reports of patient involvement.